Event description:
In 2006, two gore tag thoracic endoprosthesis were implanted to repair a saccular descending thoracic aortic aneurysm with penetrating ulcer of the distal aortic arch. A final intraoperative angiogram and transesophageal echocardiography did not reveal the presence of an endoleak. On two days later, the patient complained of persistent chest and back pain. A postoperative computed tomography scan revealed probable collapse of the proximal device. On the following day, a palmaz balloon-expandable stent was implanted and the collapsed device was successfully repaired. The patient tolerated the procedure.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: two gore tag thoracic endoprostheses were implanted (tg2810/lot#04347463 and tg2810/lot#04400131).